Event description:
The international customer reported the unit works with ac power but during a power interrruption the unit doesn't work with the backup battery power. The international customer reported the ventilator was in use on a patient, and there was no patient harm. The international distributor reported they checked the unit and determined that the power supply was not charging the battery while the ventilator is connected to ac power. The distributor technical service manager reported the power supply would be replaced to correct the reported problem.

Manufacturer narrative:
Power supply requested from distributor for failure analysis. Not yet received.